Manufacturer narrative:
D6a - date of implant: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The provided information indicated the patient expired due to severe vasoplegia and disseminated intravascular coagulation (dic). The patient was supported by the lvas, and per provided information, a temporary right ventricular assist device (rvad) was implanted in the anatomical left ventricle to support pulmonary circulation due to severe disfunction. The patient experienced severe vasoplegia and was not responsive to medical treatment, leading to uncontrolled dic and death. The patient¿s outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: patient gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient passed away due to severe vasoplegia and disseminated intravascular coagulation (dic). The outcome was not considered device or therapy related. Patient was supported by left ventricular assist device (lvad) plus a temporary right ventricular assist device (rvad) and experienced severe vasoplegia, the patient was not responsive to medical treatment, leading to uncontrolled dic and then death. The patients rvad was implanted due left ventricle dysfunction. The patient was noted to have low left ventricle ejection fraction before lvad implant. According the clinicians, the patients lvad did not contribute to the right heart failure. The lvad was noted to have functioned as expected.